Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump received motor error alarm and was damaged. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage and noticed the rainbow effect on screen, grinding noise, random no delivery alarms, the insulin was also squirting and motor error alarm. Advised the insulin pump have some problem and requested to transfer to 24 hour technical support team. The insulin pump will not be returned for analysis.